Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the left anterior descending artery (lad) with heavy calcification and heavy tortuosity. Pre-dilatation was performed, and then a 3.50x38mm xience xpedition stent was deployed without issue to treat the target lesion. However, after stent-deployment, an edge dissection was observed. Therefore, an unspecified xience xpedition stent was deployed to cover the dissection, ending the procedure. There was no patient sequalae and no clinically significant delay in the procedure. No additional information was provided.